Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and completed the failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. As a result, the clip could not be properly loaded on the grips. The functional clip test was not performed due to the clip grip damage. Additionally, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-larger clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (both clip appliers were used in the same procedure and had the same complaint). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-larger clip applier instrument did not fire. The procedure was completed with no reported injury.